Event description:
A customer contacted baxter's technical service center to report a request to have a swap of the homechoice (hc) machine. The hp stated that he had been getting many low drain volume alarms. The hp stated that he does think the machine is draining him correctly because he drained out 3300mls in a therapy session and the hc was always alarming low drain volume. Per the programming information, the hp's fill volume is 2000mls. The hp thought he pressed stop and go or moves around. The hp stated sometimes the hc would only drain out a little solution and alarm. Product surveillance contacted the peritoneal dialysis nurse regarding the reported event. The nurse stated that they are in contact with the home patient (hp) regarding his draining difficulties. The nurse stated he doesn't believe the hp actually drained the 3300mls he reported, however, the hp was having issues with his catheter for which he is having surgery to correct. The drain volume of 3300mls and the fill volume of 2000mls meet the criteria for an increased intra peritoneal volume (iipv). The hp is still having similar difficulties draining, but there was no patient injury or medical intervention.

Manufacturer narrative:
CAPA is currently open for the reportable malfunction of over-delivery

Manufacturer narrative:
Evaluation summary:the reported increased intra peritoneal volume (iipv) event was confirmed during evaluation. The probable cause was determined to be insufficient drain, one or more cycles advances to the next fill when slow / no flow occurred above the minimum drain volume threshold. No failure or malfunction was identified that could have caused or contributed to the reported difficulties. The device will be routed to the service area.CAPA is currently open for the reportable malfunction of overdelivery / iipv

Event description:
It was reported that during surgery the interference screw broke into the patient's knee. It was further reported that the screw has been retrieved by the surgeon. No adverse consequences to the patient and another screw has been implanted.